Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that post-sensed lead noise occurring at variable intervals and amplitudes. Doctor does not want to replace lead. He considers the patient very low risk for vf and instead he has threshold start and decay delay programmed to less sensitive values. He has already increased vp sensitivity. The device remains implanted.